Event description:
It was reported that a 70 yo male patient, initial left knee implanted in january 2021, returned to the surgeon with pain and swelling. Recent x-rays revealed a significant asymmetry between the image taken on the right side in 2021 and the one taken on the left side last week. Currently, the patient is on the waiting list for a revision and is hopeful that only the insert will need to be replaced. The surgeon, following two issues of the same nature occurring in a short period, wants to investigate the causes leading to the premature wear of the polyethylene. X-rays were provided. No further information.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer d10: concomitants: (B)(4) - 02-010-01-0235 - logic femoral ps cem left sz 3.5 (B)(4) - 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t (B)(4) - 200-02-35 - three peg patella 35mm (B)(4) - a10012 - gps implant kit v2 additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
Further review determined this case is a duplicate case and the event has been reported under MDR#1038671-2024-01487.